Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information that a patient with a 19mm aortic valve has been evaluated for a valve-in-valve procedure after an implant for unknown period due to unknown reason. The date of planned tavr is unknown at this time.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Updated sections: b5, g3, and g6.

Event description:
Edwards received information that a patient with a 19mm magna aortic valve has been evaluated for a valve-in-valve procedure after an implant for unknown period due to unknown reason. The date of planned tavr is unknown at this time.